Manufacturer narrative:
One perineal pad was received for evaluation. The customer stated "the foam inner part of the pad cracked and there was a large popping sound." Visual inspection of the returned pad confirmed a crack or tear in the pad. Cannot confirm nor deny customer misuse, nor determine root cause, but the pad is not repairable and is out of warranty. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. No further action is required. (B)(4).

Event description:
While applying traction to the patient before starting the hip arthroscopy, the foams inner part of the pad cracked and there was a large popping sound. The hip was quite difficult to distract and the traction applied was considerable as the patient was slim and had quite a degenerate hip. Additional information received states the patient was under general anesthesia and the case was aborted.